Event description:
I have a t-slim insulin pump, serial number #(B)(6). The pump did not come with a clip and this had to be purchased separately. I bought the clips they recommended, but they are secured with tape and do not stay attached to the pump. My insulin pump has fallen to the floor several time and nearly pulled my infusion set from my body. I have tried to buy the recommended clips separately from amazon as recommended by tandem diabetes, but these clips have not been available for purchase for over one year. This is a safety issue. I am type 1 diabetic and is my infusion set is pulled out, my blood sugar will go sky high within a few hours and if I happen to not be able to quickly reinsert the infusion set, I could potentially end up in diabetic ketoacidosis. I have called tandem on several occasions with no real answer to this problem. I have offered to pay for the clip but they tell me none are available. This is a safety issue and is unacceptable.